Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported device was in back up vvi mode due to por. Device was explanted and replaced.